Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties pumping his inflatable penile prosthesis, the pump would remain sticky, most likely due to a leak in the system. The patient underwent surgery and upon removal it was observed that the proximal end of the left cylinder was completely ripped up. The device was removed and replaced with an ambicor penile prosthesis. There were no patient complications.